Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during coronary surgery and the patient was transferred to another device to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unbale to perform x-rays. Upon functional testing, the fse found the power inverter (point) and fuses were damaged. To resolve the reported issue the fse replaced power inverter (point) and fuses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.